Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide bends while inserting it through the needle. The nurse feels some resistance advancing the guide, he takes it out and "it looks completely bended and kinked". He uses another guide which works perfectly well. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire from a PICC set in its protective tubing for evaluation. The needle was not returned. Visual inspection of the spring wire guide revealed several kinks near the soft tip (distal) end of the guide wire. Microscopic examination confirmed the kinks. The distal weld is present and appeared full and spherical. Visual inspection of the needle could not be performed as it was not returned for analysis. The major kinks in the guide wire measured at 52 mm and 105 mm from the soft tip. The guide wire total length measured 455 mm, which is within the specification of 447.5 mm - 462.5 mm per the guide wire product drawing. The guide wire outer diameter measured 0.0168" which is within the specification of 0.0160" - 0.0185" per guide wire product drawing. Dimensional inspection of the needle could not be performed as it was not returned for analysis. The returned guide wire was functionally tested per the instructions for use (IFU) provided with the kit which states, "insert introducer needle into vein and aspirate. Insert floppy tip of spring-wire guide through introducer needle into vein. Advance spring-wire guide in routine fashion to desired depth." The guide wire was advanced through a lab inventory 21 ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through the needle with minimal resistance. Functional inspection of the needle could not be performed as it was not returned for analysis. A manual tug test confirmed that the distal weld was intact on the guide wire. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was kinked was confirmed through examination of the returned sample. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances, unintentional use error likely contributed to this event, however , the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide bends while inserting it through the needle. The nurse feels some resistance advancing the guide, he takes it out and "it looks completely bended and kinked". He uses another guide which works perfectly well. No patient harm reported. The patient's condition is reported as fine.